Manufacturer narrative:
Follow up report submitted as the investigation has been completed. Our investigation has determined albacyte® group a2 reagent red blood cells, product z406u lot v284011 and albalec anti-a1, product z241u lot v273091 to be fit for purpose with the expected results recorded when following the recommended IFU test method. Therefore, this complaint is deemed unconfirmed.

Event description:
Follow up report..

Manufacturer narrative:
Investigation is concluded yet. As soon as will be completed follow medwatch will be submitted.

Event description:
Ten end users reported false positive results with albacyte® group a2 reagent red blood cells, product z406u lot v284011 expiry 30jun25 against albalect¿ anti-a1, product z241u lot v273091 expiry 01aug26. Associated trender records: (B)(4).